Event description:
Information received from the intrepid clinical database. Treatment of a right and left unruptured p-comm (posterior-communicating) artery sidewall aneurysm and a left unruptured ica (internal carotid artery) sidewall aneurysm measuring 1.5mm x 1.4mm, 7.2mm x 3.9mm, and 4.4mm x4.5mm respectively. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2012 involving two pipelines and again on (B)(6) 2012 involving one pipeline. Subsequently, the patient experienced aphasia and an MRI (magnetic resonance imaging) showed several dwi abnormalities distal to the pipeline on the right side. It was reported that the patient's condition resolved on (B)(6) 2012.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The other devices involved in the event are as follows: model: fa-77425-16 / lot: not reported / dom: n/a / exp: n/a. Model: fa-77375-12 / lot: not reported / dom: n/a / exp: n/a. (B)(4).